Manufacturer narrative:
The type of report was updated from a reportable malfunction to now a reportable serious injury regarding additional information received. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional informationwas received from a healthcare provider via a company representative. No further testing was done regarding having been unable to fill the pump to capacity. The cause of the having only been able to fill the 40 ml pump with 30 ml of drug was not confirmed. The patient was to be scheduled for a pump replacement and the pump was to be returned for analysis. The issue was not resolved as surgery was pending. The company representative did not have access to the patient¿s weight.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving dilaudid with concentration 20 mg/ml at a dose rate of 9 mg/day via an implantable pump for non-malignant pain. It was reported that they could aspirate the pump reservoir but were only able to fill the 40 ml pump with 30 ml of drug. This first happened at the patient¿s refill a month ago in (B)(6) 2019. The date (B)(6) 2019 is considered an approximate date of event (month and year known only). Doing negative pressure and forcing saline into the pump was reviewed and it was indicated that they did try that and were still unable to fill the pump completely. It was noted that the patient had no hyperbaric treatments or scuba diving. It was indicated that the patient did fall on the pump at one point. The date of the fall was unknown. A lateral view of the pump was provided. Performing a side fluoro of the pump and that the pump might be concave regarding the pump image (that could account for the 10 ml that cannot be filled) was being considered. It was further reviewed that if the patient was getting good therapy, that they could consider just refilling the pump to 30 ml and monitor the patient for good therapy. It was noted that since the patient was getting good therapy they would just fill the pump to 30 ml. No patient symptom was reported. No further patient complications have been reported as a result of this event.